Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture a right side rupture, device has been explanted.

Event description:
Patient reported rupture a right side rupture, device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and weighed 25.73 grams. Visual analysis noted the had a broken shell and a portion of the shell was missing. Under microscopic analysis a sharp-edged opening was assessed as an unidentified tear. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive. Additional information: d10, h3, h6, g1.